Event description:
It was reported that the patient had been taken to the emergency room (ER) in an ambulance and hospitalized due to low blood glucose (bg) levels dropping to 60 mg/dl. The patient experienced frequent thirst and dizziness. At the hospital, the patient was placed on an intravenous therapy of fluids and given juice and a sandwich. The patient was released the next day. It should be noted the reported medical event occurred as a result of the patient miscalculating insulin dosing via injection-not omnipod use/user error. The patient was unable to insert insulin into the pod, and as a result, the patient used the syringe from the omnipod system to manually inject for treatment. Medical intervention required not related to omnipod device use.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.